Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted global technical service (gts) regarding questions about reusing supplies on the home choice (hc). Gts asked if the patient used a flexicap on the patient line. The caregiver stated there was a cover on the patient line. Gts asked if the cover was white. The caregiver stated, it was the foil pack that the caps came in. Gts explained the setup was compromised and he would need to start over with all new supplies. The caregiver wanted to know if he clamped off the bags if they could use them again. Gts explained that would compromise the bags and he would need to discard them as well. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause of the error was not determined. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. A trend review showed this use error to be an isolated occurrence. Baxter will continue to monitor similar reports to determine if further actions are required.